Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that over a period of several months, bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) produced 60 molecular false positive results for acinetobacter on the biofire. There was no report of patient impact. The following information was provided by the initial reporter: below is the list of bottles by month that I was able to pull that the acinetobacter was detected when tested with the bcid. We are still getting these positives so this list is ongoing. September 2021 - 1 bottle. October 2021 - 9 bottles. November 2021 - 13 bottles. December 2021 - 22 bottles. January 2022 - 15 bottles. Total 60 bottles.

Manufacturer narrative:
H.6. Investigation: customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification bdic/bcid2 panels. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. Batch has been previously investigated for the reported defect. No additional testing is required at this time. A complaint history review was conducted, and batch has been previously investigated for the reported defect. No additional testing is required at this time. Complaint is unconfirmed based on retention samples and batch history record review results. As per product insert a gram-stained smear from culture medium may contain small numbers of nonviable organisms derived from media constituents, staining reagents, immersion oil, glass slides, and specimens used for inoculation. Due to the nature of biological materials in media products and inherent organism variability, the user should be cognizant of potential variable results in the recovery of certain microorganisms. Molecular tests performed on positive blood cultures will detect both viable and non-viable organisms commonly found in culture media. Therefore, molecular test results should be evaluated in conjunction with gram stain results in accordance with standard-of-care practices as well as manufacturer¿s instructions for use. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported that over a period of several months, bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) produced 60 molecular false positive results for acinetobacter on the biofire. There was no report of patient impact. The following information was provided by the initial reporter: below is the list of bottles by month that I was able to pull that the acinetobacter was detected when tested with the bcid. We are still getting these positives so this list is ongoing. (B)(6) 2021 - 1 bottle. (B)(6) 2021 - 9 bottles. (B)(6) 2021 - 13 bottles. (B)(6) 2021 - 22 bottles. (B)(6) 2022 - 15 bottles. Total 60 bottles